Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, with the pump showing a fill estimate of 0 units instead of an expected 80-100 units. There was no adverse impact to the customer's blood glucose level reported. To resolve the issue, the caller reloaded the same cartridge and was advised by technical support to call back for troubleshooting if the issue recurred.